Event description:
A talent captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology was requested, however, it is unknown. It was reported that the patient was in the ICU with septicemia. The physician reported that an esophagogastroduodenoscopy (egd) showed that the bare spring of the stent graft has eroded into the esophagus. No action or intervention has been reported. There is no further information available. The physician will monitor the patient. No clinical sequelae were reported

Manufacturer narrative:
(B)(4). Results and conclusion: (vessel trauma). (Unknown cause of event).